Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2019, it was reported that the patient had an issue with the infusion set yesterday. Reportedly, when he went to put the set on and the middle portion where the quick release is, it would not click and stay on. Therefore, he took the set off and tried a new set and had no issues. Upon investigation of the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector and the glue was missing from the tubbing connector (glue was misplaced on the tubing connector). No further information available.